Manufacturer narrative:
Unit received with flashing medtronic logo immediately after battery insertion. Unable to perform sleep current measurement, active current measurement, and selftest, unable to verify failed batt test alarms, other battery/power related alerts/alarms noted during testing due to flashing medtronic logo. Unable to download history files and traces due to flashing medtronic logo. The p-cap locks properly into the reservoir compartment. The pump was cut open and corrosion was noted during visual inspection on all the electronic assemblies. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), pillowing keypad overlay, partially peeling keypad overlay cover, damaged keypad overlay texture, cracked battery tube area, and scratched case. Unresponsive keypad, battery power loss, replace battery now alarm, failed battery alarm, and battery power loss could not be confirmed during analysis due to flashing medtronic logo. Flashing medtronic logo due to severe corrosion on the electronics. Moisture in the battery compartment confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the pump was exposed to moisture. The customer got a replacement battery now alarm afterwards, the pump told the battery had failed even after inserting a fresh new battery. The customer was able to check in the middle of the call, and the battery compartment had moisture. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the fluid in the pump, but there is no visible fluid in the pump. Troubleshooting was performed for the keypad anomaly, and the pump screen was scrolling without input from the user, and the pump had not been exposed to an altitude change. Troubleshooting was performed for the replace battery now alarm, and the customer stated that after receiving a low battery warning. Low battery warning occurred at least 8 hours before the replace battery alert. Troubleshooting was performed for the battery failed alarm, and the customer reported that the battery cap contacts and the battery compartment are not damaged or corroded. The customer received another battery failed alarm after inserting a new battery. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.